Event description:
It was reported by service report that the head right innter siderail panel was cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Cracked siderail panels.